Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device was received with some components apart. It was further determined that the device failed pretest for general condition (the components from the expansion coupling had come apart), out protection, and oscillation frequency with frequency meter. It was further determined that the device could not secure/lock the cutter device, had a component damage and would not run. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported by (B)(6) that the knob of the recon sagittal device was broken. During service and evaluation, it was determined that the device was received with some components apart. It was further determined that the device failed pretest for general condition (the components from the expansion coupling had come apart). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.